Manufacturer narrative:
(B)(4). The tubing and affected devices were not returned for investigation. No devices received, log review only. The customer's experience of a rapid infusion event of iron sucrose was not confirmed. The event log review corresponded to the customer's event description except the primary infusion was programmed at 20ml/hr, not 10ml/hr as reported. The event log showed the secondary infusion of iron sucrose 400mg/250ml was programmed and started at 11:05 am. The secondary infusion ran until 11:48 am, when the user selected the device and entered setup for the primary infusion. The user then changed the rate of the primary infusion to 5ml/hr, from 20ml/hr, and chose to stop the secondary infusion and infuse the primary. The device was then channeled off two minutes later at 11:50 am and the system was shut down. The root cause of the customer's experienced of a rapid infusion event was not identified. Conclusion: field left blank - no available code for undetermined or unk cause. Note: manufacturer report #9616066-2012-00796 was filed on (B)(4) 2012 for this same event on the IV set. This medwatch is filed on the IV pump.

Event description:
The customer reported a "rapid infusion" event. In the ambulatory infusion center of (B)(6), a nurse set-up a secondary infusion of iron sucrose 400mg. The infusion was started at 11:05 am at 93.3ml/hr with a vtbi of 280mls to run over 3 hours. Around 11:40 am, the nurse noticed blood back-up in the tubing by the patient's wrists. She then noticed that the entire bag of iron sucrose had infused in just 35 minutes. The pt's vital signs were normal and he was alert and oriented x3. He denied any back pain and was asymptomatic. Another rn checked the pump and verified it was programmed correctly at 93.3ml/hr and the vtbi was now 221mls. The primary rate was checked and was 10ml/hr. The pt continued to be monitored and remained asymptomatic for the event. The pt was discharged home at 3:23 pm. The devices were sent to biomed. The tubing was discarded. I discussed the possibility of a 23 pm failure with the customer, but she reported that the iron sucrose is dark brown color and any back-up into the primary would have been easily noticed and this was not the case. Their devices are about 6 months old. Biomed tested the devices and found no issues. Cqi logs were checked and two entries did verify that the pump was infusing at a rate of 93.33ml/hr. There was no pt harm reported and no medical intervention was required. Customer stated that no further pt or event info is available.